Event description:
A malfunction alarm occurred with the pump during insulin delivery, specifically alarm 20, while the pump was under warranty. The customer reported that their blood glucose level did not exceed 500 mg/dl. Technical support assisted the customer with loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. To resolve the issue, technical support arranged for a replacement pump and instructed the customer on putting the pump into storage mode and returning it. The customer will use multiple daily injections as backup insulin therapy.